Event description:
Customer stated that patient's wife awoke to a smoke filled room. Patient also stated that external flames were coming from back of unit.

Manufacturer narrative:
Power supply module caused thermal damage with evidence of external flame.